Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Patient information release forms were sent to the patient. The authorization forms were not returned from the patient. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). (B)(6) 2011. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient contacted depuy stating she was suffering from pain, implant noise ("glass breaking sound" when she bends), and instability. (B)(6) 2015 - patient was revised on (B)(6) 2015 due to instability.